Event description:
While surgeon was drilling into patients left patella the drill bit he was using broke off. He was not able to retrieve the drill bit despite trying to remove. Surgical team discussed with him about foreign object retention, device is sterile drill bit, surgeon was not concerned and spoke with the family.